Manufacturer narrative:
A siemens customer service engineer (cse) and a siemens technical application specialist (tas) were dispatched to the customer's site multiple times. The cse observed multiple alignment issues on the instrument, including: sample probe depth alignment to the bottom of the small sample container (ssc) cup was out of specifications; the primary tube was too high; and the sample probe was hitting the heterogeneous module (hm) wheel. The cse determined that the sampler voltage was low and the sampler mixing was weaker than expected. These factors potentially impacted sample aspiration and contributed to inadequate sample mixing, which is consistent with the investigation results performed by a siemens headquarters support center (hsc) specialist for a previous event. The cse corrected the alignments, addressed the pump panel, checked photometer voltages and filters, replaced the bearing chrome, sample cable/conduit, cable adapter and sampler, and sample mixer. Then the cse ran a system check and quality controls, which recovered within expected ranges. Upon correcting the alignments on the instrument, the cse observed an increase in the instrument's performance and no further discordant tac results were obtained on the instrument. Additionally, the tas reviewed sample handling and proper mixing with the customer. The hsc specialist also determined that the customer's quality control (qc) level 2 recovery was biased low. Siemens provided the peer qc range to the customer. The customer decided to use a different qc range. As per the hsc specialist's instructions, the customer recalibrated the assay and ran a precision test, which recovered within specifications. Upon recalibration, the qc recovery for level 2 remained low and out of peer data range. Due to this, siemens sent an alternate calibrator lot to the customer and using the new calibrator, the customer recalibrated the assay and ran qc, which recovered within expected ranges. The cause of the discordant, falsely elevated tac results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of this instrument is required. MDR 2517506-2018-00202 was filed for the same event.

Event description:
Discordant, falsely elevated tacrolimus (tac) results were obtained on multiple patient samples on the dimension xpand plus with hm instrument. The discordant results were not reported to the physician(s). The same samples were rerun on the same instrument, resulting lower. The repeat results were reported to the physician(s). Samples of accession numbers (B)(6) were rerun on the same instrument, recovering lower than the initial results; the second repeat results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tac results.

Manufacturer narrative:
Corrected information (12-mar-2018): the initial MDR indicated that a siemens customer service engineer (cse) replaced the sample mixer; the cse attempted to replace the sample mixer. However, the cse determined that the original sample mixer's performance was better on the instrument than the replaced part and reinstalled the original sample mixer. Additional information (30-mar-2018): the customer reported that quality control (qc) recovery for level 2 recovered within the lab's ranges since 23-mar-2018 using the new calibrator lot. The customer has not reported additional discordant tacrolimus (tac) results. The instrument is performing according to specifications. No further evaluation of this instrument is required. MDR 2517506-2018-00202_s1 was filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2018-00201 on 22-mar-2018 and the initial supplemental MDR 2517506-2018-00201_s1 on 09-apr-2018. Additional information (19-apr-2018): siemens conducted a study using the customer's previous calibrator lot and the calibrator lot provided to the customer by siemens on a dimension xpand instrument and a dimension exl instrument. The purpose of this study was to determine if the customer observation of low quality controls (qcs) was repeatable. Siemens determined that the calibration and qcs recovered as expected in the study; the qcs recovered below the peer qc mean, but within the peer qc acceptance ranges. MDR 2517506-2018-00202_s2 was filed for the same event.